Event description:
Nellcor puritan bennett received a call from facility on 3/26/1999. Called to report the following problem: quits cycling, misses cycles, hi and low pressure alarms activate for no apparent reason.